Manufacturer narrative:
One opened phacoemulsification tip in a wrench within a blister was received. The phacoemulsification tip was visually inspected and deemed conforming, there was no bent condition observed. There was wear on the threads, back of flange and nut corners that were consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the report of the phacoemulsification needle bent. The returned sample was found to be visually conforming, therefore a bent phacoemulsification needle as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the needle was bent before a vitrectomy surgery. The surgery was completed after the product was replaced. There was no patient involvement.